Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that although the cup appears well fixed it has changed position. Update 06/06/2011 - litigation papers received. They allege that patient was injured by excessive levels of chromium and cobalt. Update 08/01/2011 - patient preliminary disclosure (ppd) form and sticker sheet received which identified part/lot information. Updated the product and filed follow-up emdr. Ppd attached to file. There is no new information that would change the outcome of the investigation. Update rec'd 3/20/2015 - decontamination form received. Dor provided. Stem remained in situ. Stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 04/06/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).